Event description:
It was reported that the pt underwent a sling procedure in 2006. Postoperatively, mesh erosion was noted. The physician noted a very small 2mm vaginal sulcus erosion. The physician believes that this may have happened intra-operatively, however, since it was so tiny, it was missed. The pt's husband felt a scratchy feeling during intercourse. The mesh has since been excised locally; only a few millimeters of the mesh were cut and the vagina was closed. The physician feels had it been in a different position, it would have been noticed. The pt had bled a little bit more than usual, which may have obscured visualization during the initial procedure. The pt is currently dry and continent.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.